Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2004. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated rv (right ventricular) undersensing information. Rv pace lead impedance was 1064 ohms on (B)(6) 2016. R-wave amplitude has dropped to 1.375 mv on (B)(6) 2016. Evidence of t wave oversensing has been noted during ventricular tachycardia-non-sustained episodes on (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, t-wave oversensing (twos), and an increase in impedance measurements. It was also noted that there was a decrease in r wave amplitude. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.